Event description:
It was reported that the pt was overdose at the last refill. The pt was rushed to the hospital. No treatment details. The pt was at home recovering at the time of the report. The drug contained in the pump was not reported. Additional info has been requested, but was not available as of the date of this report.